Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted in patient.

Event description:
It was reported that a patient had mandible plates break while eating. Scan for revision surgery planned.

Manufacturer narrative:
Based on the follow up information provided by the stryker sales rep, the 92-55524 plate was bent but did not meet the needs/desires as a fixation option for this patient fx and anatomy. It had nothing to do with the 55-15536 plate. The 92-55524 plate is captured under pr MDR 2908801. The reported device did not cause or contribute to the event.

Event description:
It was reported that a patient had mandible plates break while eating. Scan for revision surgery planned.